Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the mid-back area with a symptom of loss of appetite, confusion and fever. The physicians office confirmed that the infection was not in any way involved with the stimulator as per the magnetic resonance imaging (MRI). The patient was brought to the hospital and was on intravenous antibiotic. The patient was doing much better.